Event description:
A meter to hcp meter comparison test was made with the reporter's meter reading 100 mg/dl and the dr's meter (type unk) 139 mg/dl. Tests were done within 2 hours. There were no symptoms. Reporter has not responded to letters and phone messages from lifescan rep.